Event description:
The lay user/patient contacted lifescan (lfs) in 2009 alleging that her onetouch ultra meter was only prompting a battery indicator. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began in the morning. As a result of the issue, the patient stated she was unable to test her blood glucose. The patient mentioned to the cca that she had not seen the battery indicator prior to attempting to test that morning. The patient stated that she manages her diabetes with insulin (3x/day) and oral medication; however, it is known if the patient made any changes to her diabetes management as a result of the issue. Approximately 3 hours after the alleged issue began, the patient reported that began to feel shaky and could not "think straight", symptoms she associated with a low glucose. In response to the symptoms, the patient claimed she ate a candy bar and felt better afterwards. At the time of troubleshooting, the patient informed the cca that she did replace the subject meter's battery a few hours after the symbol appeared that morning. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.